Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 600 mg/dl at the time of the incident. The customer stated that the symptoms related to high blood glucose such as nausea and vomiting. The customer was treated with insulin pump. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
Customer reported on (B)(6) 2021 high blood glucose with nausea and vomiting. Customer complained on (B)(6) 2021 insulin pump received sensor signal not found and power loss alarm. Device will be tested and downloaded to verify insulin pump function, power loss and communication anomaly. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device successfully downloaded to thus and carelink. Device communicated properly with test guardian link transmitter. No sensor signal alert not found or communication anomalies noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No power loss alarm or power anomalies noted during testing or in the device trace download. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Verified insulin pump functioned properly during test. Verified no power anomalies and communicated with transmitter. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.